Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 microcatheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, and within a plastic bag. The coils mentioned were not returned. Visual inspection/damage location details: the echelon-10 microcatheter was returned with no damage or irregularities found with the hub. The echelon-10 microcatheter body was found to be broken into two pieces at ~41.6cm from the hub; however, the other half was found to be broken at ~110.1cm from the distal tip. The distal tip was returned in good condition. No other anomalies were observed. Testing/analysis: the echelon-10 total length was measured to be ~155.2cm, and the useable length was measured to be ~146.8cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The echelon-10 microcatheter hub was flushed, and water exited without any issues. An in-house (silver speed -14 hydrophilic guidewire) was inserted into the echelon-10 hub, where it met resistance at the broken end of the catheter body at ~41.4cm from the hub. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed as the damages found are consistent; however, the root cause was unable to be determined. The customer noted that ¿the spring coil could not be pushed during the delivery process. After loosening the y valve, it was delivered again. It was found that the tail end of the microcatheter was disconnected.¿. The catheter distal end was found to be broken off upon return; therefore, verifying the catheter separation. The catheter was returned in two pieces with no damage or debris within the hub or distal tip. The damage to the catheter body may have occurred when the customer tried to advance the medtronic coil with force against resistance, which may have caused the catheter to separate within the patient. This cannot be determined. The report also mentions that ¿the catheter tip was not entrapped/stuck and there was no vasospasm.¿. The patient's vessel tortuosity was reported to be normal. The reported devices were prepared, and the catheter was flushed as indicated in the instructions for use (IFU). Possible causes for failure are, but not limited to, user operational context if the user advances or retrieves the intraluminal device against resistance, more than 20cm of traction was applied, fast catheter retrieval technique, and the user applies excessive force, thus exceeding the tensile strength of the tubing material. The customer report of ¿catheter resistance¿ was able to be confirmed as the guidewire failed to advance out of the broken end of the catheter body, although the root cause was unable to be determined. Possible causes of failure are, but not limited to, flush rate too low, catheter damage or device damage, guidewire or delivery system damage, and insufficient guidewire or delivery system hydration. No patient symptoms or complications were associated with this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the surgery was changed from dense mesh stent + spring coil to dense mesh stent only, all microcatheters were withdrawn, and no spring coil embolization was performed. The resistance was in the proximal section of the catheter. The coil was a medtronic product. The coil did not come out of the introducer sheath smoothly. There was a lot of resistance when pushing, and the push rod at the end of the spring coil was slightly kinked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon microcatheter was found to be separated/broken in the proximal end during use. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery. It was reported that the surgeon had planned to use ped and coil to treat multiple intracranial aneurysms. Two microcatheters were placed in the aneurysm cavity. The ped was deployed first. After the deployment was successful, the spring coil was filled into one microcatheter. The spring coil could not be pushed during the delivery process. After loosening the y valve, it was delivered again. It was found that the tail end of the microcatheter was disconnected and the distal end remained in the body. Its residual end left in the body was removed and the subsequent surgery was continued. There had been friction or difficulty during injection. The catheter tip was not entrapped/stuck and there was no vasospasm. No surgical or medical intervention was required. As there were two microcatheters of the same model in the body at that time, the surgeon could not determine the lot number of the broken microcatheter. The reported devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.